Manufacturer narrative:
Based on the medical assessment in the operational report, the device was explanted due to a not-optimal repair of the mitral valve, which was deemed not appropriate for the patient as a long term solution; a full replacement was ultimately elected. As such, the intra-operative explant of the memo 4d followed by total mitral valve replacement can be reasonably attributed to patient factors that precluded adequate repair with an annuloplasty ring, in line with livanova clinical experience, and not to the device. As such, no further investigation is warranted at this time.

Event description:
The manufacturer was informed on this event through the device tracking team. Per the information reported on the patient implant form, a memo 4d size 34 was reportedly implanted/explanted during the same procedure on (B)(6) 2019. Based on additional information received from the field, the patient's preoperative diagnosis was of severe mitral regurgitation. A mitral valve repair with the memo 4d was initially attempted. After weaning from bypass, the transesophageal echocardiogram showed some residual regurgitation, 1+ to 2+. Despite the repair significantly improved the mitral regurgitation, it was assessed that repair would not represent a good long-lasting repair given the young age of the patient. Therefore, the repair was converted to a full mitral valve replacement with an on-x 25/33mm mechanical valve. The patient was weaned from bypass without difficulty and was moved to the ICU in stable conditions.

Event description:
The manufacturer was informed on this event through the device tracking team. Per the information reported on the patient implant form, a memo 4d size 34 was reportedly implanted/explanted during the same procedure on (B)(6) 2019. No further information was received to date.